Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported two events which occurred in the treatment center where the medical assistant was splashed with blood upon disconnect from the needleless device. No patient or employee harm was reported. This is the file for the second event.